Event description:
The pt reportedly experienced loss of lock. Programming changes were made and external equipment was exchanged, however, this did not resolve the issue. Revision surgery is being considered.